Manufacturer narrative:
Per tandem's user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer, a (B)(6) year old, was playing with the pump and accidentally performed the load fill tubing step resulting in 14 units of insulin being delivered while connected at the site. The customer's parents heard the beeping from the pump during the load fill tubing sequence and terminated the insulin deliveries. At the time of the event, the customer's parents had not set up a security pin to prevent inadvertent screen taps or button presses by the customer. Customer's blood glucose (bg) level decreased to 36 mg/dl, resulting in a hospitalization. Prior to the hospitalization, the customer was treated with 3 glucagons and jelly beans to address bg. While in the hospital, the customer was treated with insulin delivered intravenously. The customer was released from the hospital the following morning with the issue resolved and no permanent damage. The parents set up the security pin on the pump to address the event.